Event description:
It was reported that the tip of the device broke during the procedure. The piece was recovered.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: mini electrode falls from the probe head into the operating field. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be excessive force used when inserting or removing the probe, a probe inserted into an obstructed passageway, or any forceful impact to the tip of the probe with rigid objects. The probe is used as a tool for the mechanical displacement of tissue or bone, or to pry or scrub. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the tip of the device broke during the procedure. The piece was recovered.